Event description:
Additional information was received. The original surgery was a bilateral deep brain stimulator lead placement. One lead was to be I mplanted on each side of the patient's head to help control a patient's parkinson-like symptoms. At the point when the imaging system was no longer functional during the procedure, the site had completed one lead placement on one side of the head. The other side was still remaining. The surgeon opted to not do the other side that day and would instead bring them back later to implant the remaining lead when the imaging system was repaired. The patient experienced a continuation of parkinson-like symptoms as a result of the surgery being aborted.

Manufacturer narrative:
H2) see section b5 for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that when starting up the system it went into stand alone mode. After rebooting the system, it seemed to be functioning as intended. The site was able to complete an exposure. However, when attempting a second scan, the system "locked up" with 2d displaying on the pendant. Additionally, the manufacturer representative reported the gantry would not move. The site was unable to complete an exposure using the hand-switch. After rebooting, the site was able to acquire second scans and then the system "locked up" again. The surgeon decided to abort the case, and medtronic imaging and navigation were aborted as well. This occurred intraoperatively, and there was a surgical delay of less than one hour. The surgery was rescheduled for the patient. Additional information was received. The imaging system was actually being used for a bilateral deep brain stimulator placement procedure. The surgery was aborted post-incision. The surgeon was able to rely on the imaging system for the remained of the procedure. When the imaging system was no longer functional, the surgeon opted to complete the one side and would stage the remainder of the procedure out. The surgeon returned another day to complete the other side.

Manufacturer narrative:
Correction: in the supplemental regulatory report submitted for this event on (B)(6), the "serious injury" box in h1 should have been checked instead of malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.